Event description:
Procedure type: low anterior resection. According to the reporter: the stapler did not deploy the staples properly, and it felt very hard to fire. The anastomosis needed to be completely over sewn. No staple reinforcement material used. No bleeding occurred as a result; however, surgery was extended more than 30 mins. Pt is well and has recovered from the surgery. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 02/15/2008.